Event description:
It was reported that a spectrum pump failed to prompt IV loading when clip was inserted. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom "device does not prompt IV loading when clip is inserted" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be loose upper motor mount screw. The mechanism will be reinstalled to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h11: the device was received for evaluation. During functional testing, the reported symptom "device does not prompt IV loading when clip is inserted" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Per visual inspection the evaluator found the upper mechanism mounting screw to be loose which is a known cause for the reported problem and therefore the reported condition was verified. The mechanism will be reinstalled to address this issue. Should additional relevant information become available, a supplemental report will be submitted.